Event description:
According to the reporter, led light of the videolaryngoscope lit up but had no display even the battery icon. There was no patient involvement.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the battery was inspected, and there were no visual irregularities with the battery. Next, a 10 second battery test box (cl-15077) was used to test the battery. The initial voltage was found, which was 3.67 v. A 10 second battery test was conducted. The battery was found to be a bad battery based on this test. The customer¿s battery was then put into the ao3 test mcgrath (cl-16435). The display and led worked without any issue. The battery icon quickly changed from showing the time left to a blank, flashing, empty battery icon. The customer¿s battery was also put into the ao2 test mcgrath (cl-16058). The device did not work. Both the display and the led did not work. It was reported that the device display was blank. The reported issue was confirmed. The most likely cause was traced to component failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.